Event description:
Manufacturer representative (rep) reports there were no known external/environmental/patient factors that may have caused or contributed to the high impedances, and difficulty removing and inserting lead. The cause of the high impedances and cause for difficulty with lead is undetermined. Rep reports the lead was examined very thoroughly by surgeon before putting into new battery. Very carefully the surgeon was able to get the lead placed, where multiple impedance and connectivity checks were completed to identify and improvement with impedances. Rep reports this is not resolved- impedances on electrodes 4 and 5 remain, and they would expect potential difficulty during next battery replacement procedure. Rep reports this information was confirmed by the physician.

Manufacturer narrative:
Product analysis #(B)(4) :analysis information -- (B)(6) 2025 11:52:35 cst pli# 20 product ID#: 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2016 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 15-jun-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that prior to surgery the physician was made aware of connectivity and impedance check showing high impedances with all 8 electrodes out from 0-7 showing>10,000 ohms. The lead was very difficult to get out of the older battery and seemed stuck. After getting the lead out of the battery, the surgeon said it looked like the plastic covering may have come of the lead came off in between the electrodes. The surgeon said where the electrodes on the lead went into the battery, looked a little orange. The same lead that was difficult to get out of the battery, was also difficult to get in the new battery port. When connected into new battery port, connectivity displayed green checks on all electrodes beside 4 and 5. The previous ins was replaced due to reaching eri. The issue is not yet resolved and is ongoing, but the rep noted they would submit any new information that becomes available.